Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an acute type a aortic dissection. No further information was provided.

Event description:
Additional information: it was reported that the aortic dissection was diagnosed via chest cta and was thought to be possibly related to the lvad. After the patient's emergent type a aortic dissection repair on 19may2018, condition improved.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No specific device-related issues were reported. No further information was provided. The manufacturer is closing the file on this event.